Event description:
It was reported that a viperwire advance coronary guide wire with flex tip fractured during procedure when a diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of severely calcified lesion in left circumflex artery (lcx) #11. The vessel was primarily wired with a non-abbott guide wire which was exchanged for the viperwire using a microcatheter. There was moderate wire bias. During initial delivery of the oad on glideassist, the viperwire appeared to move backward toward the outside of the body; slight forward pressure was applied to the viperwire, but its behavior differed from usual. There was no difficulty wiring devices but there was resistance while advancing the oad to the lesion. The physician removed the viperwire, and it was confirmed to be fractured. The approximately 2.5-cm radiopaque tip fragment was successfully retrieved from the lcx #11 - #13 using a snare. Orbital atherectomy was abandoned. The procedure was completed using a percutaneous transluminal coronary angioplasty (ptca) balloon catheter and stent implantation. The patient was stable. The physician has no concerns about potential long-term risk outcomes. The physician commented that it was possible the oad came into contact with the radiopaque portion of the viperwire during delivery of the oad on glideassist and caused the fracture. The oad crown did not jump prior to the fracture.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.